Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing threshold measurements for this right ventricular (rv) lead had doubled since implant when the patient was seen for post-implant follow-up. An x-ray was performed but was unremarkable. Suspecting a small dislodgement, a revision procedure was performed wherein the lead was repositioned without complication. No adverse patient effects were reported.